Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and retention samples from reported product code/lot number combination and surrounding lots. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the manufacturing record of the product code/lot# combination was conducted with no relevant findings. The evaluation as to the failure mode is inconclusive as no product was returned. As there are similar issues identified with this part and lot number combination (eight similar reports) a conclusion can be made that the likelihood of the alleged device failure is manufacturing related. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of this report being sent. See MDR 1118880-2017-00018 for the first event reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air leaked from the involved tr band device. The following information was provided by the user facility: the tr-band was applied per dfu and was inflated to 18 ml and then the syringe was removed; at that point it was noticed that the band was not holding air; radial and ulnar pressure was applied and a new tr band was applied which worked successfully; the patient is stable; the procedure was completed successful; and it was reported this was the 2nd time this issue was noted, but the first time reported.